Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
The customer reported the touchscreen is not calibrating. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen was not calibrating issue. The customer requested to be sent to bench. The bench confirmed the complaint, states needs to replace the touchscreen, and (ui) user interface (pcba) printed circuit board assembly to fix the problem. In addition, the missing power cord retainer will be ordered, and battery labels. After further investigation, the tubing connected to the gas outlet port had debris internally, so the tubing kit was ordered. Lastly, the feet was missing two feet, so the foot kit was ordered. Along with the (pm) periodic maintenance kit, and box.

Manufacturer narrative:
G4: 28sep2020; b4: 29sep2020. A touchscreen was return for analysis. A visual inspection of the returned component was performed and revealed evidence of a deep scratch on the touchscreen. An investigation was performed and the product analysis technician reported that the root cause was due to the damage (scratched) returned touchscreen prevented the user interface (ui) assembly to respond to touch command. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22may2020. B4: 03jun2020. The fse replaced the touchscreen, user interface (ui) board cable. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.